Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem and positioning problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, causes for the reported retraction problem and positioning problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 03 february 2025, a 35mm navitor valve was selected for implant using a large flexnav delivery system. During loading, there were no issues retracting the valve into the delivery system, no issues leading the retainer tabs into the retainer receptacles, and no increase in drag on the deployment wheel. During procedure, the valve kept "diving down into the ventricle" and the physician had to recapture. On recapture, the valve "popped up above the annulus." When recapturing the valve, the micro adjustment wheel was used at least 10 times and the valve was still not able to be recaptured fully; it was only 80% retracted and there was still a gap. Ultimately, the valve was successfully crossed and deployed. The valve was successfully implanted and remains implanted in good position. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.